Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus within the outflow cannula could not be confirmed through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Review of the submitted log files did not reveal any notable events or alarms, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a computed tomography angiography (cta) on (B)(6) 2025 which showed a nonocclusive filling defect that was likely a thrombus within the proximal aspect of the device outflow cannula. The patient had been asymptomatic and displayed no alarms. Log files were submitted for analysis which captured numerous emergency backup battery (ebb) fault alarms between (B)(6) 2026. There were no other unusual events recorded in the log file event history. The ebb was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.